Manufacturer narrative:
(B)(4). Device evaluation results: the xen injector was returned for analysis. There was no gel stent present in the injector needle or in the return packaging. Visual analysis of the returned device noted the needle and needle guide were significantly bent over at the base. The injector needle and needle guide could not be sufficiently straightened in the lab to test for injector functionality. Due to the gel stent not being returned to allergan for evaluation, the product complaint of the stent being fractured into two fragments could not be confirmed. Due to the condition of the returned unit (i.e. Significantly bent needle), the damage most likely occurred in transportation back to allergan as the unit was returned loose in the box.

Event description:
Physician reports "rupture of the xen implant in 2 fragments during withdrawal of the injector requiring removal of the device and implantation of a new implant". This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding the event details has been requested. No additional information is available at this time. Device labeling: precautions: in order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Physician reports "rupture of the xen implant in 2 fragments during withdrawal of the injector requiring removal of the device and implantation of a new implant". This relates to the right side.